Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring.

Event description:
Customer reported via phone call hat the insulin pump was damaged. Customer blood glucose was 155 mg/dl. Customer also stated that reservoir compartment was damaged. The insulin pump will be returned for analysis.